Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. There was no report of patient impact. The following information was provided by the initial reporter: customer reported unable to draw or use the device. If there is a needle on the syringe when pushing the plunger down the plunger returns to the initial state. Wasted 3 shots of medication. Have 7 or 8 boxes of the affected lot. Wasted 3 arexy vaccines trying to draw the diluent out and ended up having the diluent shoot out of the vial when I went to remove the syringe needle. Overall I believe we have 27 boxes of needles with this same lot number. I have opened 5 boxes and tried needles from all of them. It¿s about 50/50 with good and bad needles. The needles appear fine, the don¿t look damaged, they do not draw or push vaccine correctly tho.

Event description:
Mat# 305916; batch# 2007149. It was reported by the customer that they were unable to draw or use the device. If there is a needle on the syringe when pushing the plunger down the plunger returns to the initial state. Verbatim: rcc received a complaint via email. Email(s) attached customer reported unable to draw or use the device. If there is a needle on the syringe when pushing the plunger down the plunger returns to the initial state. Wasted 3 shots of medication. Have 7 or 8 boxes of the affected lot. Add info received: 1st customer response: I¿m not sure what all you need. I provided the lot number to the folks. Here¿s a couple of videos. Wasted 3 arexy vaccines trying to draw the diluent out and ended up having the diluent shoot out of the vial when I went to remove the syringe needle. Overall I believe we have 27 boxes of needles with this same lot number. I have opened 5 boxes and tried needles from all of them. It¿s about 50/50 with good and bad needles. The needles appear fine, the don¿t look damaged, they do not draw or push vaccine correctly tho.

Manufacturer narrative:
Pr (B)(4) ¿ follow up MDR for device evaluation. It was reported the customer was unable to draw or use the device. As a sample was not returned, a thorough sample evaluation could not be completed. A device history record review was completed for provided material number 305916, lot 2007149. The review revealed all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2007149 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Additional device histories were reviewed for each batch of needles used in the manufacturing of this batch. There was no documentation for this type of defect during the entire production run of these batches. Previous investigations have determined that process variations during the needle lubricant application can induce clogged needles. Several quality initiatives have been implemented in the manufacturing process to ensure the needle lubrication is applied appropriately. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.